Event description:
It was reported that during knee procedure in 2006, bushing set did not fit in the femoral component. Additional bushing set was opened and fit fine.

Manufacturer narrative:
There have been no trends identified related to this type of event. Other - eval of returned devices found implants to be out of design specs. In response to recent FDA audit, retrospective review was performed, event was reassessed and determined to meet reporting requirements as device malfunction. Corrective and preventive actions have been initiated.